Manufacturer narrative:
The stent was implanted on an unknown date in 2007. (B)(4) - medical intervention required. The complainant indicated that the device remained implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-02628 for the other associated device information. It was reported to boston scientific corporation that a wallflex uncovered biliary stent and an extractor retrieval balloon were involved in an ercp (endoscopic retrograde cholangiopancreatography) procedure on (B)(6) 2010 involving a (B)(6) female. According to the complaint, the physician observed tumor ingrowth into a wallflex uncovered biliary stent that had been placed in the common bile duct to treat a suspected malignancy in 2007 (exact implant date is unknown). The physician attempted to pull an extractor balloon (the subject of MFR report # 3005099803-2010-02628) through the stricture where the stent was placed; however, the tip of the balloon broke off. The physician made several attempts to retrieve the fragment, but was unsuccessful. The fragment was left in the patient to pass naturally. The original stent was left implanted, but a 10 x 60 fully covered wallflex biliary was implanted to treat the obstruction. The procedure lasted 4.5 hours. The patient's condition was reported to be "fine."